Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with several pump stops, low speed, and low flow alarms. The patient was reportedly connected to the power module patient cable and the alarms occurred while laying on his right and left sides. The events could not be reproduced. Pump power elevations as high as 23 watts were noted with the pump stop events, which were thought to be related to a driveline fracture. The patient was asymptomatic. The system controller was exchanged and an ungrounded power module patient cable was provided to the patient. The patient reportedly has gained weight since implant. The external portion of the driveline had been replaced approximately 6 months ago. An internal x-ray showed an area of concern approximately 2 to 3 inches from the pump end and an internal driveline fracture was suspected. A pump exchange was completed on (B)(6)2015 for suspected driveline fracture and thrombosis.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The evaluation of vad-14099 confirmed the report of a suspected driveline wire compromise. The driveline was cut at the terminus of the pump end bend relief. A 40 inch segment of the driveline extending from the metal connector was also returned; the previous percutaneous lead repair was present on the driveline approximately 25-28 inches from the metal connector. A 3 inch segment of the velour jacket was also returned. Continuity testing of the returned portions of the driveline found all wires were electrically intact. The 40 inch segment of the driveline extending from the metal connector was unremarkable; no areas of compromised wire insulation were identified. Examination of the 3 inch portion of the driveline extending from the pump housing revealed breakdown of the braided shield and kinked wires approximately 2 inches from the pump housing. A small breach in the yellow wire insulation exposing the inner conductors was noted in this location. Upon manipulation, the yellow and orange wires broke approximately 2 inches from the pump housing in the location of the kink, indicating that a majority of the inner conductors within each wire were fractured. Further evaluation revealed breaches in the orange and black wire insulation, exposing the inner conductors, adjacent to the nipple of the outlet housing. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If any of the exposed conductors contacted the braided shield while the pump was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the reported low speed and pump stop events recorded in the submitted system controller log file. The reported event also could have been caused by a phase to phase short, which would occur if the exposed conductors of wires from two different phases contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered or battery power. It was also reported that pump thrombosis was suspected; however thrombus was not confirmed through the evaluation of vad-14099. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: vad stops and low speed operation. Did patient experience a thrombus event (suspected or confirmed): no. Malfunction component: pump: yes. Malfunction component: pump: driveline: yes. Malfunction component: peripheral: patient cable: yes. Ae device malfunction: yes. Patient outcome: exchange: yes. Device malfunction causative factor: no cause identified.